Event description:
It was reported that a balloon rupture occurred and a portion of the balloon was detached. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During cto procedure, the scrub tech noticed that the inflation device was filled with blood, which indicated a balloon rupture. The balloon was pulled out and it was noted that the front end of the balloon was not present. Consequently, the physician pulled everything out of the body as a unit and retrieved the missing portion of the balloon from the guide catheter. There were no patient complications reported. It was further reported that the device was noted to be damaged prior to exiting the guide catheter. The device was never introduced down the coronary artery.

Manufacturer narrative:
Device evaluated by MFR: a wolverine cb mr, us 10mmx4.00mm device was returned for analysis. The device was returned in three sections due to the presence of a hypotube break and a break in the shaft polymer extrusion. A visual examination identified that the balloon folds were tightly wrapped and had not been subject to positive pressure. Traces of blood were present inside the balloon material. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. Due to the returned condition of the device, an inflation test was unable to be performed. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination was completed on the hypotube of the device. A complete break was noted at 84.5cm distal from the strain relief. Multiple kinks were noted along the hypotube of the device. A complete break was noted in the shaft polymer extrusion of this device located at 9.5cm proximal from the tip.

Event description:
It was reported that a balloon rupture occurred and a portion of the balloon was detached. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During cto procedure, the scrub tech noticed that the inflation device was filled with blood, which indicated a balloon rupture. The wolverine coronary cutting balloon never advanced fully through the guide catheter. The balloon was pulled out and it was noted that the front end of the balloon was not present. Everything was withdrawn while contained in the guide catheter. There were no patient complications reported.